Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported fluid leakage during washing near the flap. The PICC was not removed immediately when the breakage was detected on (B)(6) 2026, due to the patient's refusal. At the patient's request, the PICC was then removed at another facility on (B)(6), 2026. Treatment was suspended, but at the moment it has not been necessary to proceed with a new PICC implant. Neither the user nor the patient have suffered any damage.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. A gross visual inspection of the returned sample found that a circumferentially aligned tear was present on the catheter tubing just distal of the molded joint. Microscopic inspection of the fracture site found that the fracture surface had a granular texture, a features associated with tensile stress. The fracture edges, however, had two different type of features. Near the apex of the tear, the edges were rounded, indicating that the damage in this area had likely developed from repeated wear and stress. Near the ends the tear, the edges were angular and had jagged edges, indicating that the damage in this area had likely developed quickly from tensile stress. Based on the available evidence, it is likely that multiple factors contributed to the reported event. However, the observed fracture features did not provide enough evidence to conclusively determine a root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.